Event description:
The customer reported the inhalation autozero solenoid cannot open. The customer reported there was no patient involvement.

Event description:
The fse clarified that the exhalation autozero solenoid cannot open. The customer reported there was no patient involvement.